Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was no visible damage to the trunk cable, but there was an open white pulse wire inside the cable. The cause of the check belt messages is the open pulse wire. The root cause of the open wire cannot be positively identified. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report constant check therapy pad messages. The patient was issued a replacement electrode belt.